Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During procedure, the side car channel was torn. A photo provided by the customer confirmed the side car was torn. Another trapezoid basket was used to complete the procedure. There were no patient complications as a result of this event. Investigation results revealed the side car - rx was pushed back; therefore, this is now an MDR reportable event.

Manufacturer narrative:
(B)(4). The complaint device was not returned, however a photo provided by the customer showed that the sidecar rx was torn and pushed back. The reported event was confirmed. Based on all available information, the side car torn may be related to user manipulation and/or some technique applied during procedure while inserting/withdrawing the guidewire. Therefore, the most probable root cause for the problem side car torn is adverse event related to the procedure. Since the device was not returned for analysis, a deep inspection could not be performed in order to determine the most probable root cause of the side car pushback. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2022. During procedure, the side car channel was torn. A photo provided by the customer confirmed the side car was torn. Another trapezoid basket was used to complete the procedure. There were no patient complications as a result of this event. Investigation results revealed the side car - rx was pushed back; therefore, this is now an MDR reportable event (see block h10 for investigation details).

Manufacturer narrative:
Block h6: device code (B)(6) captures the reportable findings of side car rx push back. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that the device contained remnants of use. The side car rx was found pushed back. The basket was noted to be in good condition with the tip still attached. Under magnification, the side car was observed to buckled and torn. Dimensional inspection confirmed the side car is pushed back approximately 18.5 mm which is out of specification. The reported event was confirmed. Based on all available information, it is possible that the manipulation, technique used, or patient's anatomical condition's could have affected the condition of the side car rx. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available the device was used per the instructions for the use (IFU)/product label.